Event description:
During surgical case anesthesia using the medline circuit notice that the elbow broke off from the circuit. This resulted in an air leak. This happened on a few occasions that week. When questioning practitioner the packaging and elbow were discarded.